Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was retracted an anterior cuff miss occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The arteriotomy was 6f. During the aaa procedure the sheath was upsized to 18f. After the aaa was completed, hemostasis was achieved with the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Analysis observed the anterior cuff disengaged with the anterior needle. This could appear similar to an anterior cuff miss, thus the reported complaint is confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported anterior cuff miss cannot be determined. The additional proglide devices used to achieve hemostasis appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.